Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer reported that the insulin pump alarmed motor error and no delivery. Customer's blood glucose levels at the time of incident was 525 mg/dl. Customer current blood glucose was 76 mg/dl. No significant events leading to the alarm were observed. Customer was was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.